Event description:
No new patient or event information since the last report was submitted.

Manufacturer narrative:
Additional information: investigation ¿ evaluation. A visual inspection of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, the instructions for use, manufacturing instructions, and quality control data. One device was returned for investigation. Inspection of the returned device noted the device was returned with the udh handle separated and in the open position. The mlla (male luer lock adapter) and collet knob were secure and tight. The polyethylene terephthalate tubing [pett] measured 2.9cm in length. It was noted, when the handle is in the open position, 1.4cm of the cannulated handle was protruding from the distal end of the mlla. The support sheath had been severed 1mm from the nose of the mlla, and the remaining support sheath measured 4cm. The remaining support sheath and basket sheath were still secure. There was a 7mm section of the coil assembly protruding from the proximal end of the support sheath. The basket formation was not visible because it was retracted in the basket sheath. There was a kink in the basket sheath 21cm from the proximal end of the support sheath. The protruding cannulated handle was bent at 1.3cm. The basket assembly was then removed from the basket sheath, and it was intact and uniformed. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The returned device was found to have the basket sheath and basket assembly separated from the handle. The purple support sheath and basket assembly were separated near the handle. All devices are inspected for damage and functionality during manufacturing and quality control checks. It is possible that stress was placed on the handle during use, causing damage to the basket sheath near the handle, leading to the separation. There is no information related to use of the device, so the cause of the observed damage could not be conclusively determined. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received on 10feb2020: during the preparation prior to use, the physician noticed that the protective purple sheath separated. Then, he performed the operation check and confirmed that the basket moved strangely. Therefore, he cancelled using the device and used another device instead to complete the procedure. When this incident occurred, the protective purple sheath was separated, but the wire in the protective purple sheath was not separated. According to the doctor, the separation of the inner wire in the sheath should have occurred somewhere in the process of collecting the complaint device and returning it to cook.

Manufacturer narrative:
PMA/510k #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that while retrieving stones during a transurethral lithotripsy, the purple protective sheath of a ncircle tipless stone extractor separated from the handle. Another ncircle tipless stone extractor was used to complete the procedure. It was reported that the patient did not experience any adverse effects due to this occurrence.